Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of battery life with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 5 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 140-220 pounds and between 16 and 71 years of age. Of the reported patients, 3 were male and 2 were female.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- in q1 2017 there were 1 additional instances of battery life w/ moisture failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 2 instances of battery life with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.